Event description:
An employee was assisting the physician with a surgical procedure. After the employee took off a gortex gown, the employee began having difficulty breathing. Later in the day, the employee assisted another physician, when the employee began to put on gortex gown, the employee began to feel the same tightening sensation. The employee reported that the employee's neck turns red when exposed to gortex gowns. The employee was later sent to the emergency room due to bilateral wheezing. It was determined the employee was having an allergic reaction to the gortex gown.